Manufacturer narrative:
The axium coil was returned for evaluation with the implant coil already detached. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire found bent at the proximal end. The coil shield appeared to be damaged and stretched within the introducer sheath. The coil shield was found to be stretched. All other subassemblies appeared to be normal and no other anomalies were observed. The report of premature detachment; was confirmed. It is likely that the implant coil broke loose from the pushwire due to the break of the detachment ball from the detachment stick. The detachment stick was found to be bent and missing the detachment ball. The cause for the break in the detachment stick and for the bend in the pushwire could not be determined. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The cause of the reported event could not be determined as the device has not been returned for evaluation. Attempts were made for information regarding the return of the device, but no correspondence has been received. The lot history record of the reported lot number has been reviewed and no discrepancies that may have contributed to the reported event were found. Reference (B)(4).

Event description:
Medtronic received information that during the procedure, the physician noticed that the implant coil was not attached to pushwire as the concerto coil was being deployed. The physician removed the microcatheter, but the implant coil remained in the guide catheter. The physician removed the guide catheter with the implant coil still inside it to prevent non-targeted embolization. A new catheter was placed and coils were deployed. It was reported the devices were used per IFU (instructions for use). There is no observable physical defect in the device. No surgical or procedural intervention was required. The patient is in good condition. No patient injury was reported as a result of the procedure.